Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 72", "defib disabled", "pacer fault 116" and "pacer disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.